Manufacturer narrative:
(B)(4). Reported event of loop broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was opened for use during a procedure performed on (B)(6) 2016. According to the complainant, while unpacking the device during preparation it was noted that the snare loop was broken. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.